Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error, frozen display and insulin pump errors. Customer's blood glucose value was 281 mg/dl. Customer receives the open book image on the insulin pump screen. Customer reports the time clock does not advance. Customer reports the screen was not completely blank and alarm occurred during the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.